Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Manufacture date ¿ ni.

Event description:
It was reported that patient underwent left hip revision approximately six years post-implantation due to fracture of the femoral component, fracture was found after patient sprained foot and felt a strong pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection showed the mallory head femoral stem had fractured in the morse taper. The fracture surface showed two distinct regions of fracture(superior and inferior) . Post-fracture damage obscured portions of the fracture surface, including any evidence of initiation sites. The superior portion of the fracture surface showed evidence of crack arrest lines consistent with bending fatigue, likely initiating on the superior side of the taper. The side of the taper and the superior edge of the fracture surface exhibited heavy post-fracture deformation. The inferior portion of the fracture surface was smooth and featureless. Review of the x-ray report reveals patient had extensive heterotopic ossification along the greater trochanter as well as along the superior and inferior acetabulum with no definite dislocation. Small acetabular inclination angle than would be expected with partial uncovering of the superior acetabulum. The acetabular cup has a more horizontal orientation than would be expected, as a result implant size is appropriate for the patient anatomy. No radiolucency noted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded the most likely root cause of the event is [enter root cause]. *if root cause couldn¿t be determined, make the last sentence: root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.